Manufacturer narrative:
The device was returned to the manufacturer, and an investigation is pending (not completed) at the time of this MDR submission. (B)(4).

Event description:
During a sleeve gastrectomy/by pass/cholecystectomy surgical procedure, the last clip in the clip cartridge of the ml-10 clip applier, did not release. Another clip cartridge was used to complete the procedure. The procedure and the anesthesia time was extended by ten (10) minutes. There was no harm to the patient. There are five devices associated to this incident including this MDR 1223422-2017-00055. MDR ref# 1223422-2017-00052, MDR ref# 1223422-2017-00053, MDR ref# 1223422-2017-00054, MDR ref# 1223422-2017-00056.